Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep repaired the wire and verified the system was operating by fluoroing in low and high technique. The system operates as intended.

Event description:
The customer reported that when making fluoro, the system tracks to max. Also, when turned on, the workstation comes up with high capacity disk failure and they can't get any kv tracking.